Manufacturer narrative:
The technician found a stuck head up switch on the side rail. The technician replaced side rail bed function switch assembly to resolve the issue.

Event description:
The account alleged the head of the bed is articulating on its own. No pt impact.